Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and also was able to the reproduce error. Upon inspection of the analyzer, fse found that the sample needle was bent. Fse replaced the sample needle and verified all needle alignments were as expected. Fse removed several dropped cups from inside the analyzer which may have caused the needle to get bent by obstructing proper carousel movement. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4020] specimen z axis home overrun: is generated when the specimen z axis motor overran on the home side. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to bent sample nozzle.

Event description:
A customer reported getting error message "4020 spec.. Z-axis home overrun" during sample run on the aia-360 analyzer. The customer stated they are unable to complete all set home function and an audible noise is heard from the analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.